Event description:
Durring the procedure for lumbar arthrodesis, the blocker was damaged during the implantation process (final tightening with the torque wrench). The hexagon socket system suffered a lot of damages, and the final tightening was not possible.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: this cannot be confirmed as no additional information was available; however tightening the blocker beyond the 12 nm may result in additional forces acting on the blocker and lead to the stripping of the hex thread. Conclusion: a plausible root cause could not be conclusively determined.

Event description:
Durring the procedure for lumbar arthrodesis, the blocker was damaged during the implantation process (final tightening with the torque wrench). The hexagon socket system suffered a lot of damages, and the final tightening was not possible.